Manufacturer narrative:
A united states customer contacted a siemens customer care center to report that they obtained a discordant result using the onboard 1:100 dilution for cancer antigen 15-3 (br-ma) on an immulite 2000 xpi instrument. The customer indicated that quality controls (qc) and calibrations were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse completed preventive maintenance, replaced the probe wash assembly, and ran calibrators and controls, which recovered within ranges. The cause of the discordant br-ma result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A patient sample was analyzed for cancer antigen 15-3 (br-ma) on an immulite 2000 xpi instrument and the sample recovered at 300 u/ml. The sample was then diluted in a 1:10 onboard dilution and repeated on the same instrument. The diluted sample recovered at 3,000 u/ml. Then, the sample was diluted in a 1:20 onboard dilution and a 1:40 onboard dilution and processed on the same instrument. The sample recovered at 6,000 u/ml and 6,543 u/ml respectively. Next, the sample was diluted in a 1:100 onboard dilution and processed on the same instrument, recovering falsely low. As a result, the customer performed a manual 1:40 dilution on the sample and obtained 5,799 u/ml. The customer also repeated the sample 2 times using a 1:100 manual dilution on the same instrument and the sample recovered at 5,585 u/ml and 6,490 u/ml respectively. The result obtained from the 1:40 onboard dilution was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant br-ma result.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2022-00012 on 07-apr-2022. Additional information (on 10-jun-2022): siemens further investigated the issue. The initial report indicates that the siemens customer service engineer (cse) performed a preventive maintenance of the instrument. Preventative maintenance included the replacement of the dilution well insert and the realignment of the dilution well vertical level sense positions. Other maintenance procedures were also performed to cover all aspects of the instrument. Siemens also cannot rule out that a preanalytical sample variable contributed to the discordant cancer antigen 15-3 (br-ma) result. The instrument is performing according to specifications. No further evaluation of this device is required.